Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was receiving intermittent, subthreshold diaphragmatic stimulation during left ventricular (lv) lead measurements. The lv lead was reprogrammed and lv lead revision is scheduled. No further patient complications have been reported as a result of this event.